Event description:
Adverse event(s): no patient injury (no known impact or consequence to patient). Product problem(s): a system message displayed and the cutter would not function. (Device displays error message); (failure to cut). The nurse reported that during an endophthalmitis case, the surgeon obtained aqueous fluid for a culture. The surgeon wanted to take a sample of the vitreous for a culture. The surgeon requested, the infusion to be switched off and started to use the cutter. A system message displayed and the cutter would not function. They could not reboot or remove the cassette. The system displayed multiple messages. Additional information received from the company service representative stated, the system was switched out to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The fluidics module was replaced. The system was then tested and met all products specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).